Event description:
It was reported that during a donor nephrectomy procedure, the device would not load a clip into the jaws. The problem occurred on the 5th firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results of the device found that device was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.